Event description:
A nurse reported that there was lack of aspiration during the phaco portion of two separate cataract surgery procedures. The cassette was replaced in each case and each procedure was completed without consequences to the patients. The product samples were discarded after the completion of each procedure. There is no additional information available for this report.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. There have been no additional complaints reported against the finish goods lot and the device history record shows that the product was released per specifications. The customer has been informed that product has been recalled and should not be used. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. While a sample was not returned for this event, similar complaints have been investigated upon which it was determined that during the aspiration line assembly of the affected products, a misalignment occurred between the tubing holder and the tool used to stretch the tubing, which allowed for the inner tubing wall to become damaged. This damaged section was then inadvertently detached from the tubing wall by the luer fitting during the insertion step; allowing fot the piece of tubing to become inserted into the aspiration line. An internal investigation has been initiated for this event. (B)(4).